Event description:
It was reported that the patient got "very slow" and checked his implantable neurostimulator (ins). The ins showed a power on reset (por). The patient outcome was unknown. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).